Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. The customer addressed the issue by consuming carbohydrates. Technical support suggested the customer consult a healthcare professional to review factors influencing blood glucose levels, and the customer agreed to this recommendation.